Event description:
It was reported that there was a flow error code 465 10/537569 100\0\3328\0\. There was unknown patient involvement, and unknown patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.